Event description:
It was reported that the tip of the delivery system allegedly detached in the pt. The biliary stent had been deployed in the sfa and another stent was being placed when the physician reportedly noticed that the delivery system tip from the first stent remained in the pt. The physician was able to retrieve the tip with a gooseneck snare. The guidewire was 0.035 inch and the sheath was a 6f. No excessive force was needed to deploy the stent. No pt injury reported.

Manufacturer narrative:
The complaint sample has been returned to the mfg site, and the investigation is currently underway.